Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to recurrent incontinence. A new device was implanted. No further patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to recurrent incontinence. A new device was implanted. No further patient complications were reported.